Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not booting. A field service engineer (fse) had been told the offsite pharmacist was open until 9 pm, but it was already closed when fse arrived, security confirmed there was no afterhours pharmacy support, only an after-hours clinic, so fse had to return the next day, and the fse had not responded despite multiple follow ups.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the machines were running slowly on most selections when users attempted to refill medications or remove medications from the device. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.